Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was closed but the screen message reads drawer fail to stay closed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 16279778 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16279778 was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed, and the storage unit was unable to be recovered. The back panel was removed to verify visually, and the problem was found to be due to latch damage. A field service engineer replaced the latch, tested it, and it worked perfectly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.